Event description:
It was reported that during a da vinci-assisted surgical procedure, the in tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the instrument was inspected prior to use and there was no damage noted. The instrument did not collide with any other instrument. The instrument stopped responding. It was noticed that one cable was protruding from the distal end of the instrument. The procedure was completed with a new instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation related to customer reported complaint: the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. The root cause of dislodged pitch cable at the proximal end is attributed to broken pitch cable at the distal end. The complaint was confirmed by failure analysis.